Event description:
The hcp reports the pt had been experiencing increased muscle tone since 2007. The pump was scheduled to be replaced prophylactically as it was close to 7 years old. During the replacement surgery, the surgeon discovered the hub of the intrathecal catheter had broken off from the pump. Both the pump and catheter were replaced. The pt recovered without sequela. See MFR report #6000030-2007-02748.